Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Five-year clinical outcomes following drug-eluting stent implantation in left main trifurcations doi: https://doi.org/10.5114/aic.2019.83777. No malfunction reported, no indication that the resolute integrity caused or contributed to a death. If information is provided in the future, a supplemental report will be issued.

Event description:
The aim of this retrospective analysis was to assess the effectiveness and safety of percutaneous coronary interventions with deployment of drug-eluting stents (des) (both regular drug-eluting stents (rdes) and dedicated bifurcation stents) in lm trifurcations in patients with stable coronary artery disease (cad) and non-st elevation acute coronary syndrome (nste-acs). An unknown proportion of the study population had resolute integrity drug eluting stents implanted. Clinical outcomes reported at 5 years included death , myocardial infarction and target lesion revascularization.